Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that during a routine device upgrade procedure, the right ventricular (rv) lead showed low r waves when attached to the new device. The device was unhooked, and the lead repositioned. Upon attempting to re-attach the lead to the device, the device encountered a set screw problem. The rv lead was capped and replaced, and the new device was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead, (B)(6) 2012. (B)(4).